Event description:
Two endeavor sprint stents were implanted during the index procedure, one in the lad and one in the rca. Approximately 23 months post the index procedure the patient suffered a gastro intestinal bleeding. The investigator has indicated the event was unrelated to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (hemorrhage), (B)(4).